Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported, and therapy remains available.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. Due to this anomaly, device replacement was recommended. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.